Event description:
It was reported that the right atrial lead had chronic low p-wave values. On (B)(6) 2017 during an elective device replacement procedure, the lead was capped and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Should have been reported as (B)(6) 2009.